Manufacturer narrative:
Additional info: a4, b2 (added disability), b5, b7, h4, h6 (patient codes, imf codes, device code, ime e2402: "bulky cord structures, patulous internal ring"). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a abdominal hernia. It was reported that after implant, the patient experienced bulky cord structures, patulous internal ring, weak inguinal floor, hematoma, inflammation, adhesions, obstruction, seroma, perforation, numbness, swelling, inability to stand for long periods of time, limited work activity, sharp nerve pain, hernia recurrence, severe pain, and discomfort. Post-operative patient treatment included medication, hernia repair surgery with meshes, and revision surgery.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a abdominal incisional hernia. It was reported that after implant, the patient experienced bulky cord structures, patulous internal ring, weak inguinal floor, hematoma, inflammation, adhesions, obstruction, seroma, perforation, numbness, swelling, inability to stand for long periods of time, limited work activity, sharp nerve pain, hernia recurrence, severe pain, discomfort, fibroadipose tissue,scarring, nausea, not passing gas/no bowel movements, bulge, cord lipomas. Post-operative patient treatment included pain medication, hernia repair surgery with meshes, revision surgery, exploratory lap, lysis of adhesions, removal of inguinal clips, mesh revision.

Manufacturer narrative:
(Patient codes, ime e2402:fibroadipose tissue) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a abdominal hernia. It was reported that after implant, the patient experienced hernia recurrence, severe pain, and discomfort. Post-operative patient treatment included hernia repair surgery with mesh, and revision surgery.